Event description:
Customer reported she was experiencing low blood glucose. Customer does not recall exact dates but stated her blood glucose was in the 30 mg/dl range. Customer was advised to call in for assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.